Manufacturer narrative:
Device evaluation of monitor has been completed at the distributor. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt has not been returned to zmc or the distributor within 30 days. No new information has been obtained regarding the electrode belt. There is no indication that a device malfunction caused or contributed to the reported treatment.

Event description:
Per review of flag files and ecgs there is no indication of a treatment delivered by the lifevest. Reporting out of abundance of caution as it was reported a nurse received a shock from the lifevest. There is no indication of an external defibrillation. Device found to be fully functional.